Manufacturer narrative:
Complaint is confirmed. (6) devices were received in unopened original packaging. Reported catalog was verified. Lot number was verified. (6) devices were sampled for inspection. The sampled devices were visually inspected without the use of magnification, for a minimum of (10) seconds, at a distance of (12) to (18) inches. Results: (0) no obvious defects (6) defect(s) found: the device was dye leak tested which indicated that the packaging had an insufficient heat seal. A review of the manufacturing documents from the DHR/lhr has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. There has been one (1) complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 53 complaints regarding (B)(4) devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following; these devices should be inspected before and after each use. Sterility guaranteed unless package has been opened, broken, or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) rejected 139104ext, ultraclean electrode blade 1", due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during incoming inspection prior to distribution to an end-user. This report is being raised based on device malfunction with potential for injury upon reoccurrence.